Manufacturer narrative:
Analysis was able to confirm the upper case was broken and the menu dial was pushed into the device. Analysis also noted that the knob encoder was missing, the hanger assembly was broken, a component on the main printed circuit board (pcb) was broken, and the lower case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg's) knob was broken and that it was embedded in the epg. The epg is expected to be returned for service. There was no patient involvement. (B)(6) 2019 it was further reported that the epg was returned for service.